Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was inserted into the patient and opened. The surgeon discovered the retrieval bag had a tear in it and it was unusable. The device was removed from the field and a new device was obtained without incident. There was no harm to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.